Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the device was placed in the patient and when the gallbladder was placed inside the bag, slight pressure to remove bag was felt and the bag ripped at the bottom releasing the gallbladder back into the patient. It was reported that these eleven devices on the same lot number were breaking. A new device with a different lot number was used to complete the procedure. There was no patient injury.